Event description:
Affiliate reported that fluid did not flow through the device and needed to be replaced. It was implanted in 1988 and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.